Event description:
A nurse called to report that the customer was hospitalized for dka. It was stated that the customer was not counting carbohydrates for boluses. It was indicated that the staff believes no compliance is the reason for dka. Troubleshooting was performed. The basal rates and bolus history were correct. The pump passed the functional testing. Advised the customer on the two high bg rule.